Manufacturer narrative:
B3: date of event: use the first date of the month of the bsc aware date as the event date as no information was provided.

Event description:
It was reported that balloon rupture occurred. A 2.50mm x 15mm nc emerge balloon catheter was advanced to post dilate the lesion. However, during the second inflation at 13-14 atmospheres for 2-3 seconds, the balloon burst. The device was removed, and no device fragments left inside the patient body. Another balloon was used to post-dilate the lesion and completed the procedure successfully. No patient complications were reported.